Event description:
It was reported that during a parotid case they had no signal. It was noted that "there was no curare, electrodes as usual, intensity until 2 ma and still no signal. Green check electrodes. They had the ¿stimulus¿ voice so it was not a return electrode misplaced or a fusible problem.¿ there was no patient impact or injury reported.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.